Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Upon interrogation, an episodes of vf was observed and the device was found to be in backup vvi mode. The device was explanted and replaced. The patient will be monitored. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.